Event description:
It was reported that za9003 intraocular lens was inserted in the patients right eye. Patient returned on next day and lens was removed due to migration into the posterior chamber and vitrectomy was performed. Additional information received confirmed that there were no other issues with za9003 lens. It was an unplanned vitrectomy. Other patient injuries, interventions and outcome was unknown. Za9003 lens is not being returned as it was sent to pathology as per hospital protocol. No other information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation as the lens was sent to their pathology by customer as per hospital protocol. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.